Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including pads/CPR operations with customer's multifunction and zoll's test pads without duplicating the report. The device was recertified and returned to the customer. The pads used during the time of the event were not returned with device to be evaluated. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.